Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155, serial number: n/a, batch/ lot number: 1000146606, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the left cylinder herniated form corporal bodies causing a bulge at the base of the patient's penis. All the components were removed and replaced with a new ipp device. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the left cylinder herniated form corporal bodies causing a bulge at the base of the patient's penis. All the components were removed and replaced with a new ipp device. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Manufacturer narrative:
Product analysis could not confirm a device malfunction as the probable cause of the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent an unanticipated event. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was a result of explant, it will not be considered a probable cause for the reported event because it is a secondary failure. The other cylinder performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The identified pump functional failures are not considered a probable cause for this event as it is unlikely that the pump functionality contributed to the reported events. The product analysis is unable to confirm the allegation of cylinder migration or tissue damage. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm the allegations of cylinder migration or tissue damage. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72404155 serial number: n/a batch/ lot number: 1000146606 model/ catalog description: reservoir 65 ml pc/iz.